Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced diaphragmatic stimulation. The parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.